Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the aorta. A 300 cm straight tip v-14¿ controlwire® guide wire crossed the lesion. However, the tip of the device broke off and could not be retrieved. The physician deployed a stent to trap the detached floppy end of the guide wire in the aorta. No further patient complications were reported and the patient's status was fine.